Manufacturer narrative:
(B)(4) this report is for the first in a series of 4 consecutive product issues experienced on the same patient. The other occurrences have been reported under MDR#s 3006425876-2015-00368, 3006425876-2015-00369, 3006425876-2015-00370. A fifth product was used without issue to successfully complete the procedure. Additional information: this catalog number is not sold in the us. However, the reported issue is with the introducer needle. The needle component is included in kit configurations that are sold in the us under various 510(k) s.

Event description:
It was reported that during insertion in the theatre, the hub of the introducer needle cracked causing air to be aspirated. Another kit was opened and used. A delay was reported. However, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one used introducer needle attached to a syringe. Under magnification one large and one small longitudinal crack were observed in the luer taper of the needle hub. No other defects or anomalies were observed with the devices. A review of manufacturing records did not yield any relevant findings. The probable cause could not be determined. Further investigation of this issue is being investigated by the spec developer.